Event description:
Customer states med-surg unit (mh2) at mentor hospital is experiencing a number of challenges in relation to the supplies. The caregivers on mh2 stated while retracting in the vein, blood spatters from the needle part and the spring area. Also, a number of comprehensive metabolic panel (cmp) labs are hemolyzing, not sure if this issue is related to the bio-one supplies, the tubes, or technique.

Manufacturer narrative:
(B)(4). Received 8pc 450128/g230538f for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a check of production documentation revealed no deviations in relation to the reported error. Customer returned samples were functionally evaluated. No deviations could be observed. The complaint could not be confirmed. Corrected data: h6: type of investigation, investigation findings, investigation conclusion.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states med-surg unit (mh2) at mentor hospital is experiencing a number of challenges in relation to the supplies. The caregivers on mh2 stated while retracting in the vein, blood spatters from the needle part and the spring area. Also, a number of comprehensive metabolic panel (cmp) labs are hemolyzing, not sure if this issue is related to the bio-one supplies, the tubes, or technique.